Manufacturer narrative:
(B)(4). The customer returned an open kit including: the guide wire in its advancer, a 2-lumen cvc, and an introducer needle for analysis. Signs of use in the form of biological material were observed. Visual analysis confirmed that the guide wire contained a kink near the distal j-bend of the guidewire making the j-bend misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. There was a kink 22mm from the distal tip of the guide wire. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.804 mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a laboratory arrow raulerson syringe (ars)/provided introducer needle assembly and was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink near the distal j-bend of the guide wire. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire bent and kinked. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure, the physician found the guidewire bent and kinked. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).